Event description:
It was reported that bd ultra fine¿ pen needles were unable to deliver insulin during injection. This occurred on 7 occasions. The following information was provided by the initial reporter: material no. 320122 batch no. 9176389 it was reported that insulin did not flow during injection. Verbatim: consumer reported, medication does not flow when taking his victoza. Does not prime before injection. Stated, its a problem with the pen needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/19/2020. H.6. Investigation: customer returned (33) 32gx4mm bd pen needles (31 sealed/unused and 2 used). Consumer reported medication does not flow. The two pen needles that were returned after use were examined and it was observed that both exhibited bent non-patient end (npe) cannulas. The 31 pen needles that were returned sealed/unused were tested for flow using a test pen injector: all 31 pen needles were able to expel properly. No evidence of manufacturing defect was observed. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since the two pen needles with bent npe cannulas were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were unable to deliver insulin during injection. This occurred on 7 occasions. The following information was provided by the initial reporter: material no. 320122 batch no. 9176389. It was reported that insulin did not flow during injection. Verbatim: consumer reported, medication does not flow when taking his victoza. Does not prime before injection. Stated, its a problem with the pen needle.